Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a remote follow up it was noted by the pacer clinic that loss of capture on the atrial lead. The patient had a device change out procedure, and the physician decided to not replace the atrial lead at this time due to the patient not having an atrial pacing indication at this time (intermittent heart block due to previous procedure). Programming changes were made. There were no adverse consequences for the patient.